Event description:
Procedure: gastrectomy. According to the reporter: on the 6th firing, across the 5th firing staple line, the device pushed the tissue and the staples did not form. The surgeon noticed a hole in the stomach and used a competitor's stapler with seamguard and an endo stitch to close the hole. A leak test was performed following the repair and there was no further leakage. There was no bleeding reported in excess of 250 cc. The case was extended by more than 90 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).